Manufacturer narrative:
(B)(4). Closure trigger top. The (B)(4) device was received for analysis with the anvil closed and with a green reload present. The cartridge was received partially fired 1/16. It is possible that while loading the reload, it was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. In addition, an applied trocar was received on the device. In order to open a device with the indicator in the locked position a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Once the device is opened the device can be de-articulated. The device was tested for functionality in the articulated position with a test cartridge and achieved its complete firing sequence. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However the firing trigger was not working properly on each stroke as the pawl was not engaging with the drive bar at repeated attempts. The device was disassembled to verify the integrity of the internal components and the release button, closure trigger top were noted to be damaged and wear was found on the right side of the closure trigger due to the clamp first lockout pin on the geared trigger plate. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the closure trigger top component and release button if the applied load is high enough. Once the closure trigger top component is damaged, then any additional actuation of the firing trigger can cause it to rub against the now broken or bent closure trigger assembly. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional follow-up: 'was an attempt made to shift the red switch? I don't know if they tried, but I attempted after receiving the device but it would not work. What direction was the knife direction arrow? Unk. Were there any changes in the patient post operative course? Surgery was converted from lap to open.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, the surgeon clamped with a blue load on the first firing and there was no noise. The surgeon tried to open the device and it would not open. The device was in the articulated position and the manual release would not open the device nor was the device able to be de-articulated. The patient had to be opened to cut the device off the sigmoid. On what tissue type was the device used? At what location on the tissue? Sigmoid. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? First. If echelon, during which stroke did the event occur? All four strokes were completed. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No were any unexpected noises heard? No were any of the forces higher or lower than expected (closing, firing, or opening)? Force to open was higher. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? There is tissue still in the jaws.